Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation showed that the instrument is broken and bent. The microscopic view shows that the laser weld was according to the specification at the time of manufacturing in may 2007. This complaint is deemed invalid from a manufacturing standpoint. The lot number provided could not be verified; therefore, a device history review cannot be performed, and no manufacturing date can be provided.

Event description:
It was reported that the drill guides (388.393 and 03.614.011) are rusting, the torque limiting handle (30.614.035) do not work properly, the rod cutter (03.614.021) has a dull blade and does not cut well, the persuader (03.614.027) is rusting, the quick coupling handles (324.107) are rusty, and the depth gauge (03.161.028) is broken. This is report 6 of 6 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. (B)(4)

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 6 of 6 for this (B)(4).